Event description:
Same case as MFR# 2134265-2008-02381. It was reported that during a percutaneous coronary stenting treatment procedure partial stent deployment occurred. The 90% stenosed target lesion was located in the moderately tortuous, non calcified proximal right coronary artery (rca). A 3.00x32mm taxus express2 drug eluting stent (des) was advanced to the target lesion. The taxus express2 device was inflated one time to 14atms for 20 seconds and the stent was implanted in the lesion. Ivus was performed and it was confirmed that the lesion was not completely dilated and the stent was only partially deployed. The stent delivery system (sds) was advanced to the lesion again for post dilation but the device was unable to cross the previously placed taxus express2 des. A 15x3.0mm quantum maverick monorail balloon was then advanced to the lesion for post dilation and upon the first inflation the balloon ruptured at 10atms after 10 seconds. The device was successfully removed from the pt and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.